Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Linked to: tw (B)(4) the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was faulty. The cutting element was not activating. All connections were checked as well as new cable was used, the hemopro still was not working. It passed the pre-cautery test. The beeping sound was heard when the toggle was pulled back to activate the device power setting at 3. No harm effects just a slight delay to vein retrieval as team had to open a new kit.